Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system, model # m-4800-01, s/n: (B)(4). Coolflow pump, model and serial numbers unknown. Unspecified 10fr catheter, model and lot numbers unknown. Pentaray nav eco catheter, model # d-1282-10-s, lot number unknown. St. Jude medical brk transseptal needle, model and lot numbers unknown. St. Jude medical agilis sheath, model and lot numbers unknown. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for atrial fibrillation with a thermocool smart touch bidirectional sf catheter (stsf) and suffered a cardiac tamponade requiring pericardiocentesis. After the case, the tamponade was found while scanning via intracardiac echocardiogram. A pericardiocentesis was performed, 250ml of fluid were removed, and the patient was stabilized. The patient required extended hospitalization as a result of the injury, but eventually recovered fully. The physician¿s opinion is that a pacing catheter in the patient¿s right ventricle may have roamed, causing the injury. There are no known patient factors that may have contributed to the event. Transseptal puncture was performed with a st. Jude medical brk needle and an electrosurgical pencil. The sheath in use was a st. Jude medical agilis. The overall ablation time/last ablation cycle time at the site of injury are unknown. Generator parameters were the defaults for stsf, with power delivery in excess of 31w. Anticoagulants were administered, with activated clotting times being maintained at more than 300 seconds. Irrigated catheter flow was set to 15ml/min. The catheter was not in close proximity to another catheter at the time of injury. The catheter was zeroed after the initial warm-up phase, and the carto system did not indicate that re-zeroing was necessary. Spi values are unknown. No error messages presented on any biosense webster equipment during the procedure.

Manufacturer narrative:
On 3/17/2017, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a (B)(6) female patient underwent an ablation procedure for atrial fibrillation with a thermocool smart touch bidirectional sf catheter (stsf) and suffered a cardiac tamponade requiring pericardiocentesis. The returned device was visually inspected, and was found in good condition. Per the reported event, the catheter was tested for electrical performance, temperature response and generator compatibility, and it was found within specifications. A deflection test was performed, which the catheter passed. The catheter was evaluated for eeprom, and the sensor functionality was tested on a carto 3 system. The catheter was recognized by the carto 3 system with no error messages and proper visualization. Eeprom data demonstrates that the catheter was properly calibrated during manufacturing. The force feature was evaluated and passed. Finally, an irrigation test was performed, which the catheter passed. No occlusion was observed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use state that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.